Event description:
It was reported that there were concerns about this pacemaker's longevity and that the device was exhibiting premature battery depletion (pbd). Technical services (ts) provided instructions on how to send the files for review. The device remains in use. No adverse patient effects were reported.